Event description:
An untrained employee ran the sterrad 100s with an empty cassette. The biological indicator and the chemical test strips were red, indicating the load was not exposed to h2o2 during the cycle. The load was not released from the sterile processing department and no patient was exposed to non-sterilized instruments.